Event description:
It was reported that in 2009, while in the cath lab, the md inserted the intra-aortic balloon (iab) catheter. The insertion was smooth and without difficulty. Two days later, the iab pump (acat 1 plus) alarmed. The rn on duty responded to helium loss alarm. The rn checked to see if the pt's leg was straight and if the catheter and gas line were without kinks. On doing so, the rn noticed blood coming through the gas line and immediately clamped the line to ensure no blood entered the pumps internal system. The rn then notified the doctors, and they removed the iab. Another iab catheter was not reinserted, as the doctors felt the pt was about to cope on his own without further need of cardiac assistance. The pt sustained no injury or death, due to the incident.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.